Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was used for treatment. As no samples could be returned, a product evaluation could not be carried out. A clinical investigation was carried out. It was concluded. ¿it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Per e-mail communication the retained fibers from the dressing was removed from the wound using tweezers. Should additional information be provided, the clinical/medical investigation task will be reopened.¿ a review of the risk management files found that the risk files for this product contains users having difficulty removing the dressing from a wound area leading to pain and surgical intervention. The IFU for this product outlines steps for safe removal of the dressing. Due to the nature of the product and the intended use, it is anticipated that the dressing may partially adhere to wounds and in some cases may not be easily removed. We have not been able to confirm a relationship between the event and the device or determine a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when trying to remove durafiber 10 x 10 from a patient with chronic wounds the dressing was rock hard and not able to gel up with 10ml of saline. The dressing was being removed to view the wound and re dress. It was painful for the patient to remove the dressing as it did not soften up with saline and it left fibers in the wound that had to be removed with tweezers.